Event description:
It was reported by the customer that when using the bd pyxis¿ es server, medication ID was not crossing as critical low. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication ID was not crossing as critical low. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to a ghost pocket associated with the medication on the es server. A technical support specialist dialed into the carefusion care coordination engine, identified a ghost pocket for medication ID 43101236 on station 3main, and confirmed mismatched inventory values between the ghost pocket and the correct pocket. The ghost pocket was deleted, and inventories for 3main were cleared from the provisioning database. Pocket load messages were resent from the es webpage, and additional pocket load messages were resent for 3 more stations. The system functioned as intended after the technical support specialist troubleshot the device.